Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Device remains implanted in patient.

Event description:
Surgeon experienced difficulty with devices during a tibia plateau fracture procedure. A total of four wire guides were used in the procedure and reported as not aligning properly with the plate. The angles of all 4 screws were angling upward instead of straight across. The angles were close enough to the proper angle that surgeon decided to lock the screws and complete the procedure. Surgeon planned to implant 6 screws in the plate, however, only 4 screws were implanted. This is # 2 of 9 reports submitted on this event.